Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system had been exhibiting elevated shocking impedance measurements greater than 200 ohms. Additionally, the pacing impedance measurements had increased from 367 ohms to 1400 ohms and noise was noted. Fluoroscopy revealed the lead was fractured. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.